Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons are unable to activate the device) has been confirmed. As received, both response button covers were missing. The root cause of the missing response buttons was likely a result of physical damage. The missing rear response button cover allowed the response button to become corroded and no longer function. The root cause of the corrosion cannot be positively identified. No adverse event resulted from the inoperative response button. The pt was issued a replacement monitor.

Event description:
The granddaughter of a (B)(6) male pt contacted zoll customer support to report that the pt's device was alarming to press the response buttons in order to activate the device. The pt's granddaughter reported that both buttons were being pressed without any success. The pt was issued a replacement monitor.